Event description:
It was reported that during a ureteroscopy, a device malfunction occurred. The target area was the ureter. During the procedure, the zero tip nitinol stone retrieval basket, did not open and close properly and ultimately the cage came apart inside the pt. The entire basket was retrieved from the pt. The physician completed the procedure with another nitinol retrieval basket. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
.